Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor was unable to complete incoming functional testing and displayed a service code 204. The monitor's electrode belt connector was broken free from the monitor enclosure, pulling receptacle out of the j1001 connector on the ca board and pins 1 and 2 were not making contact. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was displaying a service code.